Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier generated a heater wire or temperature probe alarm and "the temperature on the display was around 24 degrees c." The staff replaced the rt200 adult dual heated breathing circuit and the alarm stopped and "the humidifier operated properly." No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the breathing circuit not available for evaluation because it had been discarded by the hospital. An investigation was conducted based on the information provided and our knowledge of similar complaints. Results: based on the information provided, the heater wire in the breathing circuit was an open circuit. A lot check revealed no similar complaints for similar products with lot number 090511. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production. (B)(4).